Event description:
As reported by the user facility. On (B)(6) 2012, last night: #(B)(4), lot # 1127258302 - (B)(6) noncombative female in ER - clinician encountered resistance during catheter removal. When catheter was removed, part of the catheter had remained in the pt. Pt was transported to (B)(6) hospital in (B)(6) this morning for catheter removal. Unk at this time if fragment was retrieved; unk at this time if sample will be released.

Manufacturer narrative:
(B)(4). (B)(4). Is submitting a single report on behalf of b. Braun (B)(4) (the MFR), and (B)(4) (the importer). (B)(4). At this time, the reporting facility has indicated that they are not sure if the actual device involved in the reported incident will be returned for eval. Without the actual sample, a thorough investigation could not be performed and no specific conclusions can be drawn. A f/u report will be filed if the sample is returned and/or add'l pertinent info becomes available.